Manufacturer narrative:
The tech replaced the siderail center arm assembly to repair the bed. He suspects the damage was caused by abuse.

Event description:
Info received indicates the siderail will not lock into place due to a damaged siderail center arm assembly.